Manufacturer narrative:
(B)(4). D-4: this device is sold outside the us and therefore no gudid information exists. This device is considered similar to 00889024519848. D10: 650-0389, bi-metric cocr 9x125mm t1, lot: 6095812. 11-363661, 36mm cocr mod hd -3mm, lot: 179580. 131356, exc abt rnglc-x shell pc 056mm, lot: 6115071. G2: foreign ¿ denmark. G-4: the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is k190660. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a hip revision approximately twenty-seven years post implantation due to bearing wear and loosening of the stem. Attempts have been made and no further information has been provided. Upon receipt of additional information, it was determined this product has been reported under incorrect MFR number: MFR warsaw zimmer: 0001822565-2025-03975.